Event description:
Per nurse snare placed around polyp, wire kinked when attempted to remove polyp. Snare would not remove from polyp. Snare sheath split open. Surgeon reports wire kinked and burned onto polyp with cautery, which was not working. Metal portion of snare retained in polyp inside pt. Pt was going to surgery anyway, but now has foreign body. They had to cut the handle from the snare so scope could be removed.